Manufacturer narrative:
Product ID 3093-28, lot# va0etpu, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that the lead was placed in s3 on (B)(6) 2014 (manufacturer¿s device registry indicates a new lead was placed) and that there was ¿great response¿. If additional information is received, a follow up report will be sent.

Event description:
It was reported that for the past 2.5 weeks the patient had had pain in their hip running down into their leg and was in the upper part of their leg. The patient turned their stimulation down a little bit which helped some but when they did this they didn¿t get symptom relief. It was noted that the patient turned it off one time 2 nights ago just to see if that would help and it helped the pain but they needed it on to get relief. The patient¿s health care provider (hcp) and their physician¿s assistant (pa) were out for a week and asked if a manufacturer representative could be reached for the patient. It was reported that the manufacturer representative called the patient. Additional information received reported that the patient was turning it off until 2014 (B)(6) and would be seeing their hcp next week. Additional information received reported that the patient¿s lead had moved and they were going to have a lead revision on 2014 (B)(6).